Manufacturer narrative:
(B)(4). Lifecell is reporting this event in an abundance of caution. Based on the limited information reported that the device was not visible, but rather a "mushy" substance, it is presumed that surgical intervention occurred. The IFU warns that potential adverse events typically associated with surgical mesh materials and their implantation procedures include a recurrence of tissue defects. The lot associated with this complaint was not reported and remains unknown; therefore a review of the device history records could not be performed. Lifecell has made multiple attempts for patient and procedure specific information including the lot number and device disposition, but to date, no additional information has been received. If additional information is received, a follow up report will be submitted. A relationship between the strattice and this event could not be determined. No further actions are required, as a nonconformance was not confirmed. Device not returned for evaluation.

Event description:
Limited information was reported that a patient who was implanted with strattice had a recurrence. It was noted that the surgeon did not see the mesh, but rather a "mushy" substance. Lifecell has made attempts to obtain additional procedure and patient specific information. To date, no additional information has been received.